Event description:
It was reported that a clinical trial patient developed a retro-auricular wound lesion. The patient was hospitalized, given clindamycin and the event resolved. The event was deemed to be related to the implant procedure and not the device.

Event description:
It was reported that a clinical trial patient developed a retro-auricular wound lesion. The patient was hospitalized, given clindamycin and the event resolved. The event was deemed to be related to the implant procedure and not the device. Additional information was received that specified the patient's retro-auricular wound lesion had mild secretions. The patient did not experiencing any pain, fever, and did not feel ill. While in the hospital, the patient underwent a wound revision.